Event description:
Tip of balloon dilating catheter broke off during surgical procedure for placement of ureteral stent. A grasper was inserted for the successful retrieval of catheter tip. The device was inadvertently discarded and there was no harm to the pt.